Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the reported issue. The instrument was found to have the ceramic sleeve broken. A portion of the ceramic sleeve was not returned with the instrument. The broken piece that was missing was measured to be approximately 0.102 x 0.0132 in size. The failure likely occurred due to the surgeon cleaning the instrument with another surgical tool intraoperatively, causing undue mechanical force on the instrument.

Event description:
It was reported that during a da vinci-assisted pancreatectomy surgical procedure, thermal insulation on the tip (black piece) of the permanent cautery hook instrument broke during the surgical act, at the moment when the surgeon cleaned one forceps on the other. A fragment fell into the patient and was retrieved during the same procedure. The same instrument was used and the procedure was completed.